Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstream occlusion seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned due to peeling/opening of the downstream occlusion seal (dso). The issue was duplicated and not enough adhesive on dso seal. There was no patient involvement, no patient injury was reported.